Manufacturer narrative:
The device is not available for return.

Event description:
It was reported that during a surgical procedure at the user facility that the tip of the device fell off. The procedure was completed successfully with no impact to the patient. The user facility was not able to provide any further information regarding the reported event.